Event description:
On (B)(6) 2025 the patient reported that while using the ilet paired with a cgm, the user experienced hypoglycemia with blood glucose (bg) of 69 mg/dl lasting over 90 minutes and accompanied by dizziness. The user self-treated with food and bg improved to 89 mg/dl. No hospitalization or emergency intervention was required, and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.